Event description:
Clinicians in the cardiac catheterization laboratory were attempting to defibrillate a patient (age and gender unknown) but the device displayed a "defib pad short" message when the clinician depressed the external paddle discharge buttons. The clinicians disconnected this device and obtained another device and successfully shocked the patient and converted the patient's heart-rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.